Manufacturer narrative:
It was reported that a patient was treated with an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of filter struts. The patient reported becoming aware of perforation of filter struts outside the ivc and tilt, as reported in a computed tomography scan, approximately nine years and eight months post implant. The patient also reported anxiety related to these events. According to the implant record the indication for the filter was a large left lower extremity hematoma following cardiac catheterization and pulmonary embolus (pe). The filter was placed via the right internal jugular vein and deployed just below the renal veins. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to, tilt and perforation of filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of large left lower extremity hematoma following cardiac catheterization and pulmonary embolus (pe). The right groin was prepped and draped in sterile manner. The right internal jugular vein was identified using ultrasound guidance, and a micro puncture needle was used to access the right internal jugular vein. A venogram was performed revealing no evidence of thrombus in the vena cava and identifying the site of the renal vein insertions. The trapease inferior vena cava (ivc) filter was inserted and deployed just below the renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and eight months after the filter implantation. The patient reports perforation of filter struts outside the ivc, tilting, and that a computerized tomography (CT) scan performed of the optease filter also reported tilt and perforation. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Please note that device reported is an optease/trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. It was reported that a patient was treated with an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of filter struts. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited tilt and perforation of filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.